Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information as received from a manufacturing representative (rep) and a patient implanted for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was in overdischarge. A power on reset (por) 0x8 code was noted. The patient stated that that they fell about 6 months ago and stopped charging due to side effects from the fall. The rep indicated that impedances were checked, and contacts 0-7 were out of range; impedances greater than 10,000 ohms were noted. The rep reprogrammed the device to get coverage in the patient¿s legs on the 8-15 lead. The issue was resolved at the time of the report. No further complications were reported or anticipated.